Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Therefore the cause of the customer reported failure mode cannot be determined. A system log review did not reveal any system errors that would have caused or contributed to the reported event. The monopolar curved scissors (mcs) instrument was used in a subsequent surgical procedure. A review of the site's complaint history did not reveal any related complaint(s) to the mcs instrument. .

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument was left inside the patient. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr) who was present during the case, the customer habitually includes the tip cover accessory in the intraoperative counts, but did not realize the count was incorrect until after the patient was closed. The patient remained in the operating room and under anesthesia throughout the event. The staff spent roughly 20 minutes searching the or for the missing tip cover accessory before the surgeon reopened the patient. A 12mm and two 5mm ports were used during reentry, and the tip cover accessory was found within a couple of minutes of manipulating the bowel. Once retrieved, the csr inspected the tip cover accessory and there was no damage noted. Additionally, there were no issues with the installation of the tip cover accessory and no lubrication was used. During the procedure, the customer did not experience any issues with the instrument. There was no bulging of the tip cover accessory observed on the mcs instrument. Additionally, no orange was showing on the shaft of the mcs instrument which indicates the mcs tip cover accessory was properly installed. The surgical technologist had reportedly noticed the tip cover accessory was not on the mcs instrument when he removed the instrument at the end of the case.